Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as values did not exceed the normal range. Technical support was prepared to provide pump reset instructions, but the customer opted to fill a new cartridge instead and requested a call back for further assistance.